Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Visual inspection of the purge assembly area confirmed a broken blue retainer on its screw stand, and purge flag was unable to be held in. The root cause of the issue was broken purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. Actions taken are unknown. No patient was involved.